Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the tubing cap was coming off of the reservoir. Customer's blood glucose level was 119 mg/dl. Customer stated reservoir and tubing cap locked into place when connected. The insulin pump will be returned for analysis.